Manufacturer narrative:
H3: product analysis: evaluation determined that the ball tip did indeed break/ cleanly fracture off the dissecting tool stem. There seems to be some foreign matter on tip, as well as discoloration from possible excessive heat. The circular lines/ indentions on stem might come from worn/ bad bearings as well. The most likely cause of failure is excessive force during use leading the device to break. B3: date of event or estimated date of incident not provided to manufacturer this regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-op lumbar fusion, tool broke. It was reported that there was no patient impact. There was delay of less than an hour as a result of this event.